Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving bupivacaine (7.3 mg/ml at 7.2929 mg/day) and dilaudid (250.0 mcg/ml at 249.76 mcg/day) via an implantable infusion pump. The site indicated the infection was not confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a note was recorded that the patient reported diarrhea and an infection would be ruled out. The initial system implant was (B)(6) 2017. The clinical diagnosis was possible infection. No further details were available as of 2017-jun-19. No action was taken as an intervention. The outcome was noted as ongoing. The etiology was not related to the device or therapy and possibly related to the implant procedure.